Event description:
The user reported that when the device was returned on a continuous alarm occurred and there was no info on the screen although it was illuminated.

Manufacturer narrative:
Eval in progress, but not yet concluded.